Event description:
Failure of pediatric pads (accessory for defibrillator) failed to operate while in use on a pt. She discarded the pads immediately and replaced them with same product which worked properly. Routinely uses equipment to perform duties. Rptr does not attribute death to equipment malfunction.